Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported having trouble with insulin leaking from multiple reservoirs. Advised that the reservoirs would be replaced. Nothing further was reported.